Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2- foreign country - UK.

Event description:
It was reported during surgery that handle of mesher wouldn't fit machine correctly and when they did manage to connect it threaded the ratchet pin on the mesher and metal debris were then scattered into the sterile field there is no harm or delay reported. No foreign bodies were retained. Due diligence is complete.

Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h6, h11 following sections were updated or corrected : review of the most recent repair record determined the ratchet passed inspection; however, the bottom roll was worn. The bottom roll was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.